Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon deflation failed occurred. Vascular access obtained via ipsilateral approach. The 75% stenosed target lesion was located in a mildly calcified and moderately tortuous external iliac artery (eia). After a non bsc introducer sheath was inserted, a 7.0mmx60mmx135cm (4f) sterling catheter balloon was selected to pre-dilate the lesion. The device was inflated to 4 atmospheres. The syringe was connected and negative pressure was applied but the balloon did not deflate fully. Approximately 30% of the balloon deflated but under angiography, it was noted that the balloon did not deflate at all. The ratio of contrast media and saline for the inflation was 1:1. After deflation trouble, the physician pulled the complaint device into the sheath and severe resistance was encountered. The physician continue to pull the device with force into the sheath and then the contrast media was removed from the balloon. At that time, the physician heard some sound from the device. As the contrast media was removed, the balloon deflated and the physician was able to pull the device fully into the sheath. There was no kink or any other anomalies on the device visually. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: the sterling was received with no original packaging or other devices. Visual and microscopic inspection of the device presented no damage or irregularities. The device was inflated to the rated burst pressure for 5 minutes. The catheter maintained constant pressure and there was no indication of any leaks or other anomalies. The device deflated in 5 seconds. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon deflation failed occurred. Vascular access obtained via ipsilateral approach. The 75% stenosed target lesion was located in a mildly calcified and moderately tortuous external iliac artery (eia). After a non bsc introducer sheath was inserted, a 7.0mmx60mmx135cm (4f) sterling catheter balloon was selected to pre-dilate the lesion. The device was inflated to 4 atmospheres. The syringe was connected and negative pressure was applied but the balloon did not deflate fully. Approximately 30% of the balloon deflated but under angiography, it was noted that the balloon did not deflate at all. The ratio of contrast media and saline for the inflation was 1:1. After deflation trouble, the physician pulled the complaint device into the sheath and severe resistance was encountered. The physician continue to pull the device with force into the sheath and then the contrast media was removed from the balloon. At that time, the physician heard some sound from the device. As the contrast media was removed, the balloon deflated and the physician was able to pull the device fully into the sheath. There was no kink or any other anomalies on the device visually. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good. (B)(4)